Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator has a system error, which lead to a loss of ventilation to the patient, and constant alarm and operational failure led lit. The patient was removed from the ventilator and manually ventilated via an ambu bag for approximately 1 hour until another ventilator could be obtained. There was no patient harm reported.

Manufacturer narrative:
Service engineer evaluated the device and the reported that the connector that connects the main board to the single board computer (sbc) was loose. The service engineer reattached the main board and sbc. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.